Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were sticking and ramping up when attempting to bolus. Customer replaced the battery and stated the buttons became unresponsive. It was also found the customer had a blank display while troubleshooting for the keypad anomaly. Customer reported noticing the blank display when they were about to bolus. The customer stated the blank display returned when they tapped on the screen. The customer's blood glucose was around 400 mg/dl at the time of incident. Troubleshooting found the customer's battery compartment was not damaged or corroded. It was also reported the customer's infusion set became detached from their body, causing the insulin pump to fall in the past. Customer declined to insert a new battery to continue troubleshooting. Customer was advised to revert to a back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the functional testing with no blank display noted. The liquid crystal display circuit board had no anomalies. However, intermittent button response was noted due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.